Event description:
The customer reported that the ventilator accept button was not working. It was reported that the event occurred during clinical use. There was no report of patient harm or injury as a result at the time the event occurred.